Event description:
It was reported that at implant, the right ventricular (rv) lead was tested by being laid straight on the table and the helix was extended with 12 clockwise turns. Then to retract the helix after 12 counter clockwise turns, the helix suddenly jumped into the lead. The physician wanted to extend the helix one more time and after 13 clockwise turns, the helix jumped out suddenly. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.